Event description:
It was reported that a patient using the ilet experienced hyperglycemia while transitioning to humalog u-200 kwikpen with the system and was advised by clinical staff to perform a factory reset and to pair a dexcom g7 sensor using a provided pairing code. Symptoms included elevated blood glucose of 326 mg/dl without reported clinical manifestations. Outcomes included no medical intervention, hospitalization, or device alarms, and additional user training was scheduled. Investigation included complaint handling, user education and troubleshooting, and review of device use with the paired cgm. Investigation of this case revealed no device malfunction reported and no alerts or alarms generated by the system. It was concluded that the hyperglycemia occurred with cause unclear and that further user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.